Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheters found no significant anomalies. Catheter 8709 was returned in segments and had acceptable testing. Catheter 8578 had no sutureless connector leaks found in the lab. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 4.619 mg/day via an implantable pump for spinal pain. It was initially reported that the patient had been a lot more anxious this month ((B)(6) 2016); there were no other changes. The patient was described as usually having a bit of anxiety. The reservoir volume injected at the last refill was 40 ml. A pump volume discrepancy occurred. The expected residual volume (erv) was 4.2 ml and the actual residual volume was 20 ml. Volume discrepancies were also noted on past refills. On (B)(6) 2016 erv was 4.8 ml and arv was 8.6 ml; the drug in the pump was morphine with concentration 20mg/ml at a dose rate of 4.2 mg/day. No issues were noted in the pump's event logs. The pump was noted as working, however the patient was not receiving the medication as there seemed to be a kink or blockage in the catheter and the medication was backing up into the pump and overflowing. The hcp was questioning if pressure could build up in the pump and cause the drug to leak out. The hcp had injected the old medication back into the pump and didn't change anything, but did note some fluid seeping out of the puncture site. The fluid was noted as having stopped and as per the hcp this was not uncommon for this patient. The hcp further noted however that the patient has anxiety and the patient had called them again stating fluid was continually leaking out of it regarding the injection site. The hcp denied that a pocket fill was possible, stating the patient was an easy fill. The patient was also not having any symptoms that would indicate an issue. The hcp was concerned about the patient's anxiety. The hcp was trying to reach her company representatives but had not heard back yet. On (B)(6) 2016, an hcp further reported that fluid was continuing to leak out of the puncture site regarding the refill. The hcp aspirated the pump and the volumes matched. The fluid was noted as being cerebrospinal fluid (csf). The fluid was clear and they tested it for glucose and it came back at 67; based on that the hcp was confident it was csf. Saline was placed in the pump and the pump was left running at a minimum rate. The hcp was questioning if it was okay to do that for the pump. The hcp was considering leaving the pump running until they could determine what the issue was and resolve the csf leak. Regarding if the patient was possibly having symptoms consistent with a csf leak, the patient was noted as having had headaches for approximately the last month. A company representative also reported that as (B)(6) hcp, a possible pump malfunction was noted. In regards to what may have led or contributed to the issue, the patient was noted as having reported a fall a few months ago. The patient visited the hcp to have their pump refilled on (B)(6) 2016. When the old drug was being taken out of the pump they were expecting 4 ml but got 20 ml instead. The hcp had put the drug back in the pump and later that day fluid was leaking from the site where they filled the pump. No further troubleshooting was noted. The patient was directed to an emergency room (ER) where a practitioner removed the remaining drug from the pump. The pump and catheter were explanted on (B)(6) 2016 and the device system was replaced with new. During explant of the old pump it appeared that the pump segment that attached to the pump was tilted slightly, as if it had become disengaged. The surgeon pushed it back on and it seemed to click back into place. The pocket where the old pump was had contained a large amount of csf. The issue was resolved at the time of the report. The patient had recovered without sequela. The pump and catheter were returned to the manufacturer. On (B)(6) 2016, an hcp further reported that the pump and catheter were replaced and the hcp was requesting dosing information for morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.